Event description:
Patient had an endeavor stent implanted during index procedure. It is reported that approximately 5 years post index procedure, the patient suffered a cva/stroke and was hospitalized at an outside facility. It is also reported that the patient suffered a heart attack on the same date and was admitted to another hospital. No surgical intervention was performed. Patient was treated with medication. No further information is currently available and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results - (cva/stroke, mi).